Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb).

Event description:
It was reported that 5 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received that approximately ten months and ten days following the implant of the valve, a brain mass was observed. Twenty-two days later, the patient died. The cause of death was not provided. Additional information was received indicating the death of the patient was uncovered upon reviewing notes from a different healthcare facility. According to the reporter, the cause of death was not disclosed and no further information is available.

Manufacturer narrative:
Additional information: b5 (third paragraph). Corrected information: b2 (date of death was inadvertently omitted from the previous report). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). Additional information was received that approximately ten months and ten days following the implant of the valve, a brain mass was observed. Twenty-two days later, the patient died. The cause of death was not provided. Additional information was received indicating the death of the patient was uncovered upon reviewing notes from a different healthcare facility. According to the reporter, the cause of death was not disclosed and no further information will be made available.

Manufacturer narrative:
Corrected information: b5 (revised the last sentence in the third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 10 months and 10 days following the implant of the valve, a brain mass was observed. 22 days later, the patient died. The cause of death was not provided.